Event description:
It was reported that following a diagnostic catheterization the puncture site was closed with an angio-seal device. Prior to the procedure the patient reportedly had palpable pedal pulses. Post closure, the patient complained of pain in the lower exremity and pulses could not be palpated. Nitro paste (dosage unknown) was applied to the foot and pulses were detected via doppler. The patient was discharged (date unknown) and subsequently reported pain upon ambulation. The patient consulted a vascular surgeon and had a surgical procedure to repair "trauma" to the puncture site.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the pain and diminished pulses could not be conclusively determined. The angio-seal instruction for use (IFU) state should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.